Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set tubing leakage event at the site on 17-feb-2026. The infusion set was in use for less than a few hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4)-MDR 3003442380-2026-05990-device 4 of 4.